Event description:
There was no patient involved in this event. Device switching on automatically and cannot be turned off using the power button.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 14th may 2012. Upon receipt, the device could not be powered off via the on/off button as per the reported fault. This was due to corrosion on track 13 (on_button) of the membrane tail, which had caused a visible breakdown of the track, resulting in a high resistance on this line. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. Furthermore, multiple 10-minute timeouts of a random nature were observed in the history log, which would suggest the device had been switching on automatically. Although not witnessed during investigation, this had likely been a further consequence of the breakdown of track 13. The corrosion observed on the membrane tail and the usb contact collars on the device exterior would indicate the device had been subject to storage outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically and cannot be turned off using the power button.